Event description:
The device was being used in training. According to the rptr, when the device was used with a shock advisory adapter, the device locked up and could only be powered down by removing the battery pak.